Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. Instead, the device log file was provided. Review of the log file did observe the customer's report. However, without the device or the electrode root cause analysis could not be performed. The electrodes were replaced. Analysis of reports of this type has not identified an increase in trend.